Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2012. After burring the femur, the surgeon noted that the femoral peg holes appeared to be off-center. The makoplasty specialist (mps) present at the case aided the surgeon in reviewing the implant plan and performing accuracy checks. The surgeon was satisfied that the plan was correct, and proceeded to implant the components.

Manufacturer narrative:
As part of normal complaint f/u an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The results of the evaluation revealed that the likely cause of this issue is inadvertent movement of the femoral tracking array during the procedure, which is a risk documented in the application user guide. The results of the evaluation were communicated to the surgeon and mps to ensure proper technique is followed.